Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an channel error was not determined because no products or device logs were returned.

Event description:
It was reported that clinicians have experienced channel errors. The pump ¿goes red ¿ doesn¿t pick the channel up¿. Allegedly, these events tend to happen at infusion start-up, when changing IV sets fluid or titrating a medication. This was reported to bd representative during on site visit. There was patient involvement and no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians have experienced channel errors. The pump ¿goes red, doesn¿t pick the channel up¿. Allegedly, these events tend to happen at infusion start-up, when changing IV sets fluid or titrating a medication. This was reported to bd representative during on site visit. There was patient involvement and no harm.